Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the generator would not power up and noted that the main printed circuit board (pcb) would not turn on. Analysis also confirmed the customer comment of condensation inside the device. It was additionally noted that the upper case, keypad flex, encoder assembly, lower case, display, display frame, four display grommets, insulator label, four display frame screws and six main pcb screws were contaminated and that the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)would not turn on. It was noted that there appeared to be condensation inside the device. The epg was returned for repair. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.